Event description:
It is reported that the sales associate opened outer package and noticed the stem extension screw was sticking out of the inner package.

Manufacturer narrative:
(B) (4): eval summary: the poly bag the product was wrapped in was changed to a shorter bag. It is possible that the shorter bag was responsible for the product escaping containment, due to the fact that there was less bag to wrap around the product. A formal corrective action and design change with implementing increasing the length of the bag. Results/conclusions: device history records indicate all components were manufactured and inspected to specification.